Manufacturer narrative:
The customer¿s report of difficulty disconnecting the tubing from a non-bd extension set was not confirmed based on proper detachment method between the received mated components of the primary set's male luer and extension set's female luer. The mated components were attempted to be detached from each other. One hand held the extension set's female luer at its wings/tabs and the other hand loosened the primary set's male luer nut/spin collar. The primary set's male luer tip was noted to be secured within the extension set's female luer. The primary set's male luer body/fixed collar was then rotated. It was observed there was slight resistance; however the mated components were able to be loosened and detached from each other. The components were reattached. It was observed there was resistance and difficulty in detaching. The root cause was not identified. Although the root cause was not definitively determined, it is possible that dried medication/fluid during use could have contributed to the disconnection difficulty.

Event description:
It was reported that in the or, the nurses are experiencing difficulty disconnecting the pump tubing from the non-bd extension set. Also, the nurses have used hemostats to disconnect and have resulted in broken tubing. The nurses note that when the pump tubing is connected to the non-bd extension set; they can disconnect the two prior to priming, but, are unable to disconnect the tubing after it is primed. The tubing was not changed post-op. The customer states there was no patient harm or medical intervention.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that in the operating room, the nurses are experiencing difficulty disconnecting the pump tubing from the non-bd extension set. Also, the nurses have used hemostats to disconnect and have resulted in broken tubing. The nurses note that when the pump tubing is connected to the non-bd extension set; they can disconnect the two prior to priming, but, are unable to disconnect the tubing after it is primed. The customer states there was no patient harm or medical intervention.